Manufacturer narrative:
The device was returned loose. The lens remains implanted and was not returned. The plunger lock and lens stop have been removed (returned). The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted. No damage observed. The plunger lock and lens stop were evaluated and no damage was observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported foreign material could not be determined. The material was not returned for evaluation. No internal damage or missing coating was observed. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was a foreign body in the injector. The foreign body was injected into the eye and removed. They were reported to be two small pieces of plastic. There was no reported patient impact. Additional information was requested.